Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with the disconnection of the driveline. The submitted log file contained data from 25may2019 through 29may2019. On (B)(6) 2019 at 11:36:19 pm, a pump stop event was captured due to the driveline being disconnected and remained disconnected until (B)(6) 2019 at 11:53:53 pm. During this time frame, low flow and lvad_off alarms were active. A no external power alarm was also active due to both power cables being disconnected. The data recorded in the log files showed that the lvad appeared to be operating as intended with stable pump parameters before and after the pump stop event. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿¿¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log file analysis showed a driveline disconnect on (B)(6) 2019 causing the pump to stop. The driveline was then reconnected. There were no other unusual events seen within the log files. It was reported that the patient changed from his primary to backup controller intentionally due to a misunderstanding. The patient was seen in clinic the next day and is stable. No additional information was reported.